Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality on the subject device. When omsc compared the images displayed on the user's monitor (non-olympus's monitor) and our monitor, we found that the image on the user's monitor was darker than the image displayed on our monitor. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, the dark image displayed on the user's monitor might be caused by the setting values of the monitor. The instruction manual states the proper handling method of the subject device and the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. After anesthesia, the physician felt that the endoscopic image on the monitor became dark than before. The user exchanged the subject device and other devices in combination for alternate devices. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the dark image.